Manufacturer narrative:
Date sent to the FDA: 1/18/2021. H6: appropriate term / code not available (e2402) utilized to capture chronic non-healing wound. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, fistula, chronic non-healing wound following the surgery.

Manufacturer narrative:
Date sent to the FDA: 2/2/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted upon visualizing the mesh, dense omental adhesions were cleared and the mesh was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.